Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the luer of the infusion set disconnected from the infusion device. No adverse event reported. The infusion set was returned for product evaluation.